Event description:
The pt had a 18 gauge saf-t-intima catheter in place which began leaking. The nurse caring for the pt proceeded to remove the current IV catheter and upon checking the catheter after removal to see that the catheter is intact the nurse identified the entire catheter was missing. The nurse called for assistance and proceeded to look around the pt for the catheter but did not find it. Additional resources were contacted for assistance. The pt was then sent to radiology to have an x-ray of his left forearm and antecubital area which showed the catheter in the arm. The staff were unable to remove the catheter and the admitting physician was notified who then came into assess the situation. Pt and family were kept informed of the situation. Upon further assessment of the external components of the intima it was noted that the catheter piece was not broken off but had come out of the intima.